Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The silastic separated from the metal connector of the driveline. The patient's clamshell repair was scheduled to take place (B)(6) 2020.

Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: the report of a separation of the driveline¿s outer jacket from the controller connector can be confirmed based on the onsite evaluation performed by an abbott representative. A clamshell repair was successfully performed on (B)(6) 2020. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) outlines indications of driveline damage as well as how to respond to such events. This document and the heartmate ii lvas patient handbook contain sections on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.